Event description:
Additional information was received and stated, the replacement lens of same model and diopter was used to complete the procedure on the same day.

Manufacturer narrative:
Additional information was provided in b.5., d.9., e.1., h.3., h.6 and h.11. The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (returned adhered to the anterior optic surface by solution). A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a non-qualified cartridge and viscoelastic. The company cartridge is only qualified for use with the company lens model with lenses up to 30 diopters. The account indicated the use of an unspecified company handpiece. It is unknown if a qualified handpiece was used. The reported broken haptic was observed. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, while loading the lens into the cartridge, the scrub nurse noticed that the lower haptic was broken off from the body of the lens. A new lens was then requested and successfully used and completed the procedure on the same day. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).